Manufacturer narrative:
Concomitant medical product: product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low impedance. The low impedance measurement prevented the implant detect from completing. The lead was capped and replaced. No patient complications have been reported as a result of this event.